Event description:
The account alleges that the head function will not raise.

Manufacturer narrative:
The technician replaced the head up coil on the hydraulic power unit, which resolved the issue. The bed functions normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.